Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to a broken liner that was causing dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photographs were returned; therefore the state of the devices is unknown. Review of the device history record showed no deviations or anomalies in the manufacturing process for this lot. The reported devices are used for treatment. Review of the complaint history for the part and lot combination of the reported device identified no additional complaints. It could not be confirmed if the device was used in an approved and compatible combination. It is known that the patient followed physical therapy without complications. Patient began experiencing clicking noises and dislocations approximately 2 years and 9 months following surgery. Follow up x-rays showed signs of superior migration of the femoral head and poly wear. Revision op notes state that the superior aspect of the rim of the liner was found missing. It is not stated whether the broken piece or pieces were retrieved. The liner was found to be further damaged and fractured again upon removal. With the information presented, patient dislocation is likely attributed to the fractured liner; however a definitive root cause for this liner fracture cannot be determined.